Event description:
Tip of catheter bent & became caught on basket, doubling over; a loop graft was noted. Upon retracting catheter, one cable unraveled & clinician was left w/ a "bare wire". Under fluoroscopy, an attempt was made to slip catheter over wire w/o success. A 9fr sheath was used "on other side" to snare tip of wire and remove it in its entirety. New catheter was used to complete procedure successfully. No pt complications reported.